Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06232. It was reported the patient has drainage at his scs lead incision site. Cultures were taken and (B)(6) was confirmed. The patient was prescribed oral as well as topical antibiotics. The patient's physician will continue to monitor the infection to determine if any further intervention is necessary to address the issue.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report #1627487-2015-06232 additional information received from the patient identified that his entire scs system was explanted on (B)(6) 2015.